Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead high out of range initial pacing impedance values of 2300 ohms. Once the pocket was closed the impedances went down to 1400 ohms, but again at pre-discharge the following day the values were back up to 2100 ohms. It appeared that all other values were normal, and there was no noise noted. Additional information indicated that there were no further concerns, and normal functions after discharge. The patient was being followed on the remote monitoring system, with no further action needed. The lead remains in-service. No adverse patient effects were reported.